Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray flat thumb head of the plunger was broken. The sharp edges could possibly cut the user. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
No sample (including photos) were returned for evaluation. This is the first complaint for the lot# 6326799 for the same defect or symptom. DHR review was conducted for lot 6326799. Zero defects found in DHR. It¿s possible the syringe was involved in a jam and then broke loose during the assembly process. No corrective actions are required at this time. The defect rate is at a .01% and is within the allowed quality limit of .065% per specifications for syringe assembly.

Event description:
It was reported that the bd luer-lok syringe bulk sterile pharmacy convenience tray flat thumb head of the plunger was broken. The sharp edges could possibly cut the user. Found before use. No reports of serious injury or medical intervention noted.